Manufacturer narrative:
The company service representative examined the system and did not indicate finding any issues for the reported problems in the lamp module. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on february 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A health professional reported that the system had an issue with the lamp during a surgical procedure. The case was completed with the same system and accessories. There was no harm to the patient.